Event description:
The customer reported that the device continued to run after activation while it was being used at the user facility. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.